Manufacturer narrative:
Evaluation method: device history record (DHR) review and complaint history review. Results: DHR review showed no similar defect reported during the manufacturing or package processes of the reported lot number. Complaint history review for this catalog number from 12/15/2009 to 12/15/2010 showed a total of three complaints reported with the same defect. Three MDR's filed for the three complaints. A complaint history review on the product family form 12/15/2009 to 12/15/2010 was conducted. This review identified one other complaint with the same reported defect. MDR filed for that catalog number. Conclusions: no conclusion can be drawn.

Event description:
The event is reported as: the endotracheal cuff deflated on its own while being used on a pt. Another endotracheal tubes was used. No pt injury reported.